Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump display screen is broken and appears as if a spot of black ink is on the screen. The customer's blood glucose reading was unknown at the time of incident. No further details given.

Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding lcd glass, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.